Event description:
A customer reported experiencing a cartridge alarm 30, which occurred during the pump's load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. As a corrective measure, technical support decided to replace the pump under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, instructions were provided for shipping and returning the problematic pump, and a replacement pump was sent to the customer.